Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis event was not reported. On an unreported date, the patient was hospitalized and was treated with unspecified antibiotics (dose, frequency, and route were not reported). The action taken with pd therapy was not reported. The patient outcome was not reported. No additional information is available.